Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running, low battery alert, power loss alarm, replace battery alert, triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the they received a low battery alert prior to the replace battery alert. Customer stated it was less than 8 hours from the low battery alert to the low battery alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer states this is the second occurrence of replace battery alert in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.